Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was going to move it up a little bit and it kept telling them it cannot find the device and all info is deleted. The patient synced with the handset and communicator and the handset said ¿your internal device has lost all data, contact your clinician.¿ the patient was redirected to their healthcare provider and noted having an appointment on thursday. No patient symptoms were reported. No further complications were reported.